Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0209844158, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new event information was received.

Manufacturer narrative:
Other applicable components are: product ID :3389-40, lot# 0209844158, (B)(6), (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had the position of the implanted lead shifted by the doctor's check. The original lead remained in the patient's body and a new lead was implanted that same day. The patient was in good condition. The cause of the issue was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0209844158, implanted: (B)(4) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative (rep). It was reported that the cause of the event was unknown as the patient was unable to answer the technical question. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated postoperative bleeding occurred and the root cause is unknown.